Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, before the delivery catheter system (dcs) passed through the aortic valve, the valve leaflets of the aortic valve were pushed with the non-medtronic guidewire and the acute paravalvular leak (pvl) continued, causing a decrease in pulse pressure. The implant position was deep resulting in severe pvl. There was no treatment for the pvl. Cardiogenic shock requiring percutaneous cardiopulmonary support was also reported. It was reported that the contact with the aortic valve due to the guidewire and the pvl may have caused the cardiogenic shock. No additional adverse patient effects were reported.